Event description:
Failed catheter. During replacement procedure the catheter was found to have fractured and a portion was loose in the vessel. A vascular surgeon took pt to cv lab and the loose piece was retrieved. Specimen was sent to pathology 12/13/94. Then sent with product rep.